Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngkr4124. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using in house syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). The catheter balloon was found to have a pinhole measuring 0.017 inches. This is out of specification, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was water leakage from foley catheter during pre test as there was a pinhole in the balloon section. When water was infused, it leaked out and the balloon did not inflate.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was water leakage from foley catheter during pre-test as there was a pinhole in the balloon section. When water was infused, it leaked out and the balloon did not inflate.